Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is using off label insulin and cold insulin. Clinical support informed customer that using off label insulin and cold insulin is off label per the tandem user guide. Customer resumed insulin delivery. Customer's blood glucose was 95-181 mg/dl.